Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 38831414 and lot number 3096525. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for this event, a thorough sample analysis could not be completed. Although an exact cause could not be identified for this incident, a corrective and preventive action plan has been initiated to further investigate this issue and prevent any reoccurrence. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that bd insyte needle pierced the catheter during insertion. The following information was provided by the initial reporter, translated from spanish to english: in particular, we have been informed that the IV catheter at the moment of unclogging the catheter, the catheter was checked, and the mandrel was observed to be perforated by the needle. The ICU service reports an increase in cases of mechanical phlebitis. Additional information received apr 09 2024 was the reported incident detected before, during or after use on the patient? R/ before use on patient and in use on patient, generating phlebitis. Has there been any harm to the patient/healthcare professional? R/ phlebitis has occurred in the veins of a multi-punctured patient. - was there a need for medical and/or surgical intervention due to what happened (imaging tests, surgery, medication administration, etc.)? (Detail) for the moment no - has there been exposure of blood/chemotherapy to mucous membranes (eyes, nose and mouth) or skin? If yes, indicate whether the exposure was from the patient or the practitioner and what measures were taken. (Detail) for the time being no

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. 3 dates were provided by the customer ("date of incident: march 29, march 30 and april 2 of the current year") it is unclear which date belongs to to this event. No response received for the event date clarification. E1. Address information was not provided, therefore, xx was used as a place holder.